Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they became available.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated while in use. There was no injury or intervention.

Manufacturer narrative:
Functional quality testing was not performed since the attachment stopped working post production testing. An actual temperature reading was not captured as the attachment stopped working post (B)(4) testing. A root cause as to why this situation could have occurred could be determined based on quality observations. Both bearings failure, free roaming ball bearings most likely created friction within the head which resulted in temperature increase. Gear function was also compromised inside of the head which is evident from the significant wear on the teeth of the gears.